Event description:
Olympus was informed that during an unspecified procedure, the electrosurgical unit failed to "coag a bleeder" and reportedly displayed error code 322. The procedure was reportedly completed, but it is unknown if the same device was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the report, but no additional information was provided. The device referenced in this report was returned to olympus for evaluation. The evaluation did not duplicate the user's report of error code 322, however, the unit was confirmed to be providing lower than expected output at the sofcoag, level 120, 100 ohm setting, and bipolar cut 3, level 120, 50 ohm settings. The cause of this phenomenon was isolated to the sa motherboard. Additionally, the investigation noted that the users reported using a bipolar hemostasis probe, model cd-b420la with the unit at the time of the event. However, the customer's hemostasis probe was not returned to olympus for testing. The device was serviced and was returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.